Event description:
It was reported that the device displayed an error message for a pressure sensor circuit test failure. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for (B)(6) was performed from date of manufacture 04/24/2014 to present date 11/12/2020, and note that this device has been returned for service twelve (12) times which correlates to the customer reported issue or service repairs. Also, there were no production failures indicated on the source device.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device displayed an error message for a pressure sensor circuit test failure. There was no patient involvement.